Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the laryngoscope cannot be supported by the instrument. It breaks after being used once or twice. When resistance is applied to the chest support, it jams immediately. No negative impact in state of health reported.